Manufacturer narrative:
The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer went to the bolus menu to verify because blood glucose levels were elevated. During troubleshooting tandem technical support, confirmed the last bolus was delivered successfully. Cts educated the customer that the alert will occur if the bolus was not completed within 90 seconds and the customer acknowledged. Additionally, the customer was experiencing continuous high blood glucose (bg) levels (270-500 mg/dl). The customer delivered a correction boluses to address bg level. The cause of the high blood glucose levels were unknown. Reportedly the customer was using humulin u-500. Tandem technical support recommended to the customer to consult their healthcare provider regarding the high bg levels.